Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A request for the return of the device has been made. The sample lot number is known, therefore a batch review will be performed should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
This report is for issue of connection issue involving the mincap. The home patient (hp) reported to baxter stating that the hp found gap in between minicap and transfer set. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Additional information: sample was received, visually inspected and evaluated. The reported connection issue with mincap was not confirmed. The root cause was not determined. Baxter will continue to monitor similar reports to determine if further actions are required.